Manufacturer narrative:
Service was not dispatched for this event. A bci field service engineer (fse) did not evaluate the device. Quality control (qc) data charts were reviewed and all levels were within expected range on the date of event. The customer indicated that a pre-analytical sample handling issue occurred with the sample. Customer error is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin I) results generated on a unicel dxi 800 access immunoassay system for one patient. The initial erroneous result was reported outside the laboratory. The customer re-centrifuged, aliquoted and re-ran the sample on a different instrument and the result was within normal reference range. There are no reports of any adverse patient consequence or any medical intervention to prevent or preclude any adverse patient event.